Manufacturer narrative:
Date of birth ((B)(6)). Patient gender (female) surgeon¿s name was provided as dr. (B)(6). Health professional: yes. Occupation: physician. Device available for evaluation ¿ yes, returned to manufacturer on 8/18/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no other complaint have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Gender/sex: unknown, not provided. Date of event: unknown, information not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony toric multifocal intraocular lens (iol), model zxt150 21.5 diopters, was implanted on (B)(6) 2016. It was later explanted on (B)(6) 2017 because the patient was complaining of halos and glare. The replacement was a z9002 22.5 diopter lens, which was successfully implanted in it's place. No additional information was provided.